Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It has been reported that provisional chipped during the trialing process of a knee arthroplasty. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The device was returned for further review. Visual examination found that the returned tasp found signs of repeated use, but no fracture was identified. Upon reassessment of the returned product, it was determined that the damage to the device is not reportable. The initial report was submitted in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.